Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, h4, h6, h11. The device was not returned to olympus for evaluation. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The issue is likely due to the fact that the user did not peruse the instruction manual and had insufficient knowledge of the equipment. A review of the service history and device history record found no deviations that could have caused or contributed to the reported issue. The event is detectable by handling the product in accordance with the following instructions for use: oer-6 instruction operation manual 4.7 installing the cleaning tube - washing tube application table for oer-6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the reprocessor connecting tube was not being connected to the forceps elevator wire channel to be cleaned during reprocessing. The frequency of use was about once every few months. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: d4, g1, h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.